Manufacturer narrative:
The reported event of failure to extend helix was confirmed by analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for pacemaker implant. Prior to initial implant, it was revealed that the atrial lead helix exhibited difficulty in extending. The physician exchanged the lead in order to complete the procedure on (B)(6) 2020. The patient experienced no adverse consequences.